Event description:
During the evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 20:15:54. During night drain cycle four, the patient's ultrafiltration reading was 915ml, indicating the home patient (hp) drained 915ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.